Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5024m implantable pacing lead (B)(6) 2003. (B)(4).

Event description:
It was reported that the atrial lead had a polarity switch due to high impedance. The lead remains in use. No patient complicationshave been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.